Event description:
It was reported that the pump history was missing data despite being in use. Additionally, it was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.